Manufacturer narrative:
Additional information: h6 (patient and device codes). H6 (device code): appropriate term/code not available (3191) for alleged device perforation. H6 (device code): appropriate term/code not available (3191) for alleged device tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava /organ perforation, deep vein thrombus, depression, physical/dietary limitations, pain, cramps, lifelong anticoagulation. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported depression, physical/dietary limitations, pain, cramps, life long anticoagulation are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2004 via the right femoral vein due to pulmonary embolism (pe) and gastrointestinal (gi) bleeding. Patient is alleging vena cava and organ perforation. Patient notes and further alleges "can't go for long walks, cant bend over because there is pain. Can't walk up or down steps. Must take blood thinner for life. Can't eat green, leafy vegetables. Severe cramps where filter was placed". Patient also alleges experiencing "depression". Per on (B)(6) 2004, ivc (inferior vena cava) filter placement: "findings: ivc gram demonstrates a normal ivc with renal veins at he level of inferior endplate of l1. Post placement film demonstrates a tulip filter in good position at the level of the l2 vertebral body". Per on (B)(6) 2017, independent review of a CT (computed tomography) abdomen and pelvis dated on (B)(6) 2004: "positive for caval perforation. Superior extent of ivc filter is at the l2-l3 disc space. Inferior extent superior l4 vertebral body. A total of four prongs have perforated the IV. Maximum distance prong perforated is 6mm. Coronal images show zero-degree tilt. No sagittal images were obtained. Diameter of ivc directly above filter measures 23mm x 15mm. Attention: perforated aorta".

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2004. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.